Event description:
Device read higher than the reference method. The device result was hi and the lab was 78 mg/dl. Contols passed. No treatment alleged. The device was replaced and requested to be returned for evaluation.